Event description:
The customer reported tidal volumes were not displayed during ventilation; no volume delivery. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21/aug/2019. Date received of manufacturer: 10/aug/2018. The exhalation flow sensor was returned for evaluation. The unit was tested. The reported complaint of the gas volume accuracy (tidal volume) being out of tolerance was not duplicated. No fault was found on the returned exhalation flow sensor.